Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported his precision xtra blood glucose meter would turn on with the button, but not when a test strip was inserted into the port. As a result, the customer was reportedly unable to test and lost consciousness. According to the customer's report he self-presented at a health care facility where they offered him candy bar and orange juice and no diagnosis is available. No third-party emergent medical intervention was required. There was no report of death or permanent impairment associated with this event.